Manufacturer narrative:
To date, this crt-d remains actively in service without further issue. The two attempted leads were returned to boston scientific and found to be electrically within normal limits. Final analysis could not confirm or deny the lead characteristics caused or contributed to the reported clinical observations. Possibility of a lead to device connection issue cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with two attempted left ventricular (lv) leads did exhibit loss of capture and out-of-range pace impedance in all vectors despite multiple lead position attempts. There were no adverse patient effects associated with these clinical observations.

Manufacturer narrative:
Supplemental report created to capture update to coding as regards the loss of capture previously stated in the report narrative. No other changes and the investigation is considered closed.